Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken opening assessed as unidentified (tear) opening more than three openings assessed as surgical damage and missing assessed as inconclusive. Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side rupture. Device have been explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Clarification d.6b: device was stated to be explanted. No date provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device have been explanted.

Event description:
Healthcare professional reported, right side rupture. Device have been explanted.